Manufacturer narrative:
The innercool stx surface system (sn (B)(4)) was evaluated at the customer site. The report of a snap disk error message observed on the system's display panel screen was reproduced and the root cause is due to a defective snap disk assembly. As part of routine service, the device was examined and found missing screw on the top and back case. This observation is unrelated to the reported event. After replacement of the snap disk assembly and the missing screws, the device was further tested and passed all testing specifications without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the innercool stx surface system with serial number (B)(4).

Event description:
The innercool stx system console (sn (B)(4))'s display panel screen displayed a "snap disk error" message during patient use. Following this, another system was used to complete the treatment. No known impact or patient consequence was reported.